Event description:
It was reported that the patient has a cervical disk implanted in 2008. At approximately 9 months later, the patient underwent a revision surgery to fuse the site due to continued intrascapular pain.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.